Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high shock impedance measurements of >200 ohms. The patient was to be seen in clinic for follow up but did not show. No further information is available. The system remains in service. There were no adverse patient effects reported.